Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # ni, lot # ni, unknown reverse shoulder glenosphere; ni, ni, unknown reverse humeral component. Ni, ni, unknown reverse baseplate. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04876. Remains implanted.

Event description:
Patient underwent a right shoulder procedure. Subsequently, the patient is experiencing very painful range of motion. No further information is available at this time.